Event description:
Dr was performing an acl on pt when tip fractured off in the pt. C-arm was brought in and the foreign body was located and removed. No harm to pt. Fifteen minutes of additional anesthesia time and c-arm added to the procedure.